Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this right atrial (ra) lead was an attempted implant. The physician placed the ra lead in the atrium, but it would not stay fixed. The ra lead dislodged even though the physician attempted to implant the ra lead several times. The threshold value was around 1.0 v, but after 5 minutes, the threshold value increased to greater than 5.0 v. The physician attempted to place the ra lead for 30 minutes, but since it could not be placed successfully, the procedure was completed using a different ra lead. No adverse patient effects were reported.